Event description:
A pt underwent a laparoscopic sigmoidectomy procedure due to a diverticular disease. The anastomosis was performed with the colonring device. The pt presented a leak exactly one week after the initial operation and was re-operated. According to the report, the pt probably leaked because she had no mechanical bowel preparation. Solid stool was cleaned from the rectum to allow shaft insertion. Solid stool was not cleared from the proximal part of the anastomosis.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd.; (B)(4)), and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no further info regarding the device is available. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods. In this case, as noted by the surgeon, the fact that the anastomosis was performed although hard stool was found in the colon and only the rectum and not the entire colon was cleaned, may have contributed to the outcome.